Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not found because the qc before the event was within acceptable ranges. The event was consistent with insufficient maintenance and/or pre-analytical issues.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas 6000 e601 module. Patient 1 initial result was 5.30 miu/ml with a data flag. The repeat result using an aliquot was 3.4 miu/ml. Since the patient is being treated for ivf, the patient requested repeat testing. The repeat results were 864.8 miu/ml with a data flag and 861.3 miu/ml with a data flag and were deemed as correct. Patient 2, on (B)(6) 2023, the initial result was 3.25 miu/ml and the repeat result was 351 miu/ml.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The field service engineer performed yearly maintenance and cleaned the sample probe, reagent probe and sipper flow paths. The investigation is ongoing.